Event description:
It was reported that device thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman laa closure device was implanted. The patient was prescribed xarelto 15mg daily post implant. The 45-day echo was within normal limits. The patient came in for her 6-month computed tomography (CT) scan for transcatheter aortic valve replacement (tavr) and incidentally found a small, non-mobile clot on her watchman device. The patient was restarted on eliquis low dose and will have another transesophageal echo (tee) in a month to reassess.